Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/27/2015 with the following findings: the black box showed one call service ¿cs175¿ warning as a result of a manual canceled bolus on (B)(6) 2015 at 6:36pm; 1.90u was delivered out of 16.90u programmed by the time the user canceled the bolus. The total daily dose added up and reflected the programmed basal rate target with no activity outside of normal use observed. An ez-prime sequence was performed correctly and the pump reflected 24u after a 24hr on 1u/hr duration test. The boluses were programmed and delivered correctly. The keypad was undamaged and all of the buttons responded properly with no canceled boluses were duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump gave bolus canceled messages frequently without any buttons being pressed and no keypad button issues were noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.